Manufacturer narrative:
(B)(4). Teleflex has received the device for analysis. The reported complaint of "purge failure alarm" was confirmed by the field service engineer; however, the reported problem could not be replicated at teleflex facility during the functional test. The cpu board passed functional testing therefore the cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for trending complaints.

Event description:
It has been reported via a field service report: (B)(4). Symptom: on patient. Purge failure. Assisted and unassisted valves reversed. Findings/action taken: confirmed. First printed recorder strip had no assisted values. Gave purge failure alarm within a minute of being turned on with no cables connected and no buttons pushed. Replaced cpu. Confirmed pcs is latest revision. Unit checks ok. Ran leak test. Fcn level: 1416 software level: 2.24 per equip & facilities coordinator, the patient was being transported on the pump and they got purge failure alarms. They completed the therapy and then removed the patient from the pump. The patient was fine and there were no patient complications.